Event description:
A balloon ruptured on the first inflation at eight atmospheres during a bilateral iliac and popliteal angioplasty via a contralateral approach. Another balloon catheter was used to successfully complete the procedure without pt complications. The device has not been received. Therefore, no failure analysis was available. Balloon or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating the device, co is unable to determine the exact cause for this event. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."